Event description:
The user facility reported that during a laparoscopic lysis of adhesion surgery, the distal tip broke off, and the sonosurg g2 generator reportedly did not provide an alarm. The separated portion of the device was recovered during the same procedure with graspers. The procedure was completed with another sonosurg probe. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user facility was contacted following the event to gather additional information, but could not identify which one of multiple generators at the facility had been used in the procedure. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for evaluation, a supplemental report will follow. This report is in reference of MFR report # 8010047-2010-00192. Olympus america inc. Is filing mdrs on behalf of (B)(4) and olympus medical systems corporation. (B)(4). This report is being submitted as an MDR in an abundance of caution.